Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. No components were explanted. No information about the patient outcome is available at the moment. Additional information was received. Device was not pumping up properly 7 months after implant. No adverse patient effects.